Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, results codes, conclusion codes: updated. Device evaluated by MFR: a synergy ous mr 3.00 x 12mm stent delivery system (sds) was returned for analysis without a stent. No stent returned. Stent separated from sds. The balloon was reviewed. There was no stent on the balloon. The balloon wings were relaxed appearing as if positive pressure had been applied. There was also hardened blood evident in the balloon body. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed a shaft polymer extrusion break at the guidewire exchange port site at 1190mm distal to the distal end of the strain relief. A visual and microscopic examination of the tip found damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that difficulty removing the catheter and a shaft break occurred. The patient was admitted due to cardiac decompensation and acute coronary syndrome. Vascular access was obtained via the right femoral artery with a long sheath due to tortuous anatomy. The target lesions were located in the circumflex. A 6f guide catheter and non-bsc guidewire were placed in the distal circumflex. Subsequently, the two lesions were pre-dilated with a 2.5x15mm maverick balloon catheter at 20bar. The proximal lesion was not fully dilated therefore a 30x12mm maverick balloon catheter was inflated to 18bar. Fluoroscopy was done. A 3.0x24mm non-bsc drug-eluting stent was advanced with much friction and resistance in the proximal vessel. The stent could not be advanced beyond the kink of the proximal lesion. Therefore, further dilatations with a 3.0x15mm and 3.0x8mm non-bsc non-compliant balloons were completed up to 20bar. Again there was friction in the manipulation of the balloon. Therefore, a shorter 3.0x12mm synergy stent was advanced and initially remained in the kink of the vessel but then jumped to the distal part of the lesion with an enormous push. The stent was pulled back into the lesion and implanted at 16bar. Retraction with normal force does not succeed so the balloon was inflated again to 8bar. Even after re-dilatation, the balloon cannot be removed. Different maneuvers were tried to mobilize the balloon. There is a continuous, increasingly strong pull on the balloon catheter. This does not mobilize the balloon, instead it breaks the balloon catheter at the guidewire exit port. The fluoroscopy shows that the balloon has remained unchanged in the lesion. Despite hemodynamic and rhythmic stability, the patient becomes progressively more restless and "incomplete" over the entire procedure. Clinically, the picture of increasing decompensation with pulmonary edema was recorded. Therefore, sedation and intubation takes place. The activated clotting time was determined and heparin was administered. After stabilization of the patient, a 5f snare catheter was advanced over the guidewire and it succeeded to push the snare despite resistance on the distal portion of the balloon catheter within the guide. The snare wire was tightened and managed to mobilize the balloon. The balloon and snare catheter are removed together. The angiographic control shows no injuries around the main trunk or the proximal circumflex. The intervention was terminated and the intubated patient was transferred to the intensive care unit. Twelve days later the patient was in stable condition.

Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4).

Event description:
It was reported that difficulty removing the catheter and a shaft break occurred. The patient was admitted due to cardiac decompensation and acute coronary syndrome. Vascular access was obtained via the right femoral artery with a long sheath due to tortuous anatomy. The target lesions were located in the circumflex. A 6f guide catheter and non-bsc guidewire were placed in the distal circumflex. Subsequently, the two lesions were pre-dilated with a 2.5x15mm maverick balloon catheter at 20bar. The proximal lesion was not fully dilated therefore a 30x12mm maverick balloon catheter was inflated to 18bar. Fluoroscopy was done. A 3.0x24mm non-bsc drug-eluting stent was advanced with much friction and resistance in the proximal vessel. The stent could not be advanced beyond the kink of the proximal lesion. Therefore, further dilatations with a 3.0x15mm and 3.0x8mm non-bsc non-compliant balloons were completed up to 20bar. Again there was friction in the manipulation of the balloon. Therefore, a shorter 3.0x12mm synergy stent was advanced and initially remained in the kink of the vessel but then jumped to the distal part of the lesion with an enormous push. The stent was pulled back into the lesion and implanted at 16bar. Retraction with normal force does not succeed so the balloon was inflated again to 8bar. Even after re-dilatation, the balloon cannot be removed. Different maneuvers were tried to mobilize the balloon. There is a continuous, increasingly strong pull on the balloon catheter. This does not mobilize the balloon, instead it breaks the balloon catheter at the guidewire exit port. The fluoroscopy shows that the balloon has remained unchanged in the lesion. Despite hemodynamic and rhythmic stability, the patient becomes progressively more restless and "incomplete" over the entire procedure. Clinically, the picture of increasing decompensation with pulmonary edema was recorded. Therefore, sedation and intubation takes place. The activated clotting time was determined and heparin was administered. After stabilization of the patient, a 5f snare catheter was advanced over the guidewire and it succeeded to push the snare despite resistance on the distal portion of the balloon catheter within the guide. The snare wire was tightened and managed to mobilize the balloon. The balloon and snare catheter are removed together. The angiographic control shows no injuries around the main trunk or the proximal circumflex. The intervention was terminated and the intubated patient was transferred to the intensive care unit. Twelve days later the patient was in stable condition.